Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that blood glucose level was elevated (value and cause not provided) prior to the cartridge alarm. Customer delivered a correction bolus to address elevated level. Reportedly, blood glucose level was 225 mg/dl at the time of the report. Reportedly, the customer received a cartridge alarm 19 with a cartridge during basal delivery. The customer was able to reloaded the same cartridge.